Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue; guide cath: launcher 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. The 2.0 x 15 mm tenku balloon was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue for pre-dilatation. During the first inflation to 8 atmospheres (atm), a balloon rupture occurred and the device was removed without resistance. Intravascular ultrasound (ivus) was performed and no substantial calcification was observed; therefore, a stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.